Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error based on the results of the investigation, the cause of the reported failure and e216 scope communication error was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that every time the colonovideoscope was plugged in, it glitches. The issue occurred during an unspecified procedure. There were no reports of patient harm.